Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the dovetail feature exhibits damage (flared out and compressed). Device history record (DHR) was reviewed and no discrepancies were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat stemmed cemented tibial component size 3, catalog #: 00598003701, lot #: 64292256. Report source ¿ foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0002648920-2019-00733.

Event description:
It is reported that the articular surface would not seat in the tibial tray during knee arthroplasty. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.